Event description:
Unomedical reference number (B)(4). Event occurred in spain. On 23-jun-2024, it was reported that the patient faced infusion set was detached and set tubing came apart from right side at abdomen. The location of detachment was close to site location. The infusion set was in use for one day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.